Event description:
A doctor reported endophthalmitis following an intraocular lens (iol) implant procedure. Anterior chamber irrigation was performed and intraocular antibiotic medication was administered. The symptoms did not improve. A vitrectomy was then performed and the symptoms were alleviated. The patient's visual acuity recovered. Bacterium inspection was performed and the result was negative. The lens remains in the eye. Additional information was requested.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are two other similar complaints reported in the lot. Additional information was requested and received. (B)(4).

Manufacturer narrative:
Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in japan. The manufacturing investigation pointed to the difference in manufacturing processes for the japanese market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the japanese market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On (B)(4) 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the japan market. A corrective and preventive action has been instituted; the investigation is ongoing.

Event description:
Additional information was provided that the patient experienced vitreous clouding. Clinical judgement of the inflammation was determined to be non-infectious.